Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention was reported. The patient was doing fine. No further information was available at this time.